Manufacturer narrative:
Evaluation summary: the analysis results showed that one tl90 device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that a 200% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a subtotal gastrectomy procedure after firing, the doctor found no staples on the tissue as well as the cartridge. Then completed the or with another new one. No pt consequences were reported.